Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons breaking inside of me, retained- vagina [foreign body in reproductive tract]. Tampon breaking [device breakage]. Consumer reported via e-mail that tampons were breaking inside of her. No serious injury reported.